Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was missing plunger seal. During occlusion testing and visual inspection, the reported problem was duplicated. The root cause of the reported issue was found to be customer misassembled plunger assembly. Reassembled plunger assembly and replaced force sensor (cable ripped from being upside down).

Event description:
It was reported that the plunger not in place. No patient injury was reported.